Event description:
Our affiliate is reporting that during an arthroscopic shoulder repair, the anchor deployment was inadequate; the deployment gun was not fully seated for the deployment of the anchor. This resulted in the anchor coming apart in the body. Most of the versalok anchor was removed, however, the peek portion could not be found and is possibly loose in the pt's joint space. Complaint device discarded at facility, and no lot number supplied. This is all of the info made available to mitek.

Event description:
It was reported that the device was explanted after implant duration of zero days. It was learned that the device was explanted, due to mitral insufficiency.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the healthcare provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.